Manufacturer narrative:
D4 revised

Manufacturer narrative:
D9 device was received and date was added. H6 type of investigation code was updated due to the device being received. H11 additional manufacturer narrative was updated due to the device being received. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella cp was inserted via left femoral artery in a 77 year old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day 10 of support, while in the intensive care unit, bleed from the left groin site was observed, in which the patient received 2 units of blood products. It was reported the patient was also on antiplatelets. On day 13 of support, left ventricle (lv) waveform was now above the aortic (ao ps) waveform. Lv was 155/77 and ps was 105/52. Impella flows were 3.8/3.6 (3.7), and motor current 772/658 (706)providers were aware the length of use exceeded the recommended 4 days. P level was reduced from p6 to p4, and the device was explanted that day. This event is conservatively reported as bleeding and the pump flow issue prompted intervention, but there was no lasting harm or injury reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1. High or saturated pump flow: the cause of the high or saturated pump flow issue was related to bearing wear and biomaterial ingestion, based on returned product investigation and data log review. Saturated pump flow was reported on the 12th day of use. Per impella cp design trace matrix (B)(4), the intended duration of use for the impella cp is 8 days in the north america region. Access site adverse event / major bleed: no bleeding-related abnormalities were found on the returned pump. The cause of the access site adverse event/major bleed could not be determined due to insufficient clinical details.